Event description:
An error message was reported with the use of abbott diabetes care (adc) application in use with samsung galaxy a34 5g, with android operating system 14, and with a software version 2.10.1.10406. The customer received a "scan error" message and was unable to obtain readings. As a result, the customer experienced a loss of consciousness. The customer was unable to self-treat, requiring an ambulance, where they were laboratory readings of '35 and below 35' were obtained. They were then given intravenous glucose for treatment of hypoglycemia by healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer experienced getting scan error with freestyle librelink. The reported issue was unable to be replicated as the reported configuration of android 14 is not compatible with the customer's reported application. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4: is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.